Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon attempted to use a aq5010v three piece silicone lens. The surgeon loaded the lens, as he was advancing the lens in the injector, the haptic broke off. The optic was torn while removing lens from the cartridge. There was no pt contact. Backup lens was implanted.